Manufacturer narrative:
Product analysis of ped-475-35, lot #b254747 visual inspection/damage location details: no damages or irregularities were found with the proximal pipeline flex pusher. The hypotube was found stretched with the ptfe shrink tubing still intact. No damages were found with the resheathing pad, pad restraints or with the proximal bumper. The distal dps restraint, dps sleeves and tip coil became separated from the distal delivery wire during the extraction process as it was found stuck within the micro catheter hub. Both braid ends were found fully opened, damaged , and frayed. Testing/analysis: the marksman micro catheter total length was measured to be 157.8 and the usable length was measured to be 150.0cm, which is within specification (specification: total (ref) = 157cm ± 3cm, usable = 150cm ± 3cm). The micro catheter was flushed, but water did not exit the distal end as it was found occluded with dried blood. Conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ could not be confirmed as the entire pipeline braid became fully opened when removed from the micro catheter. Possible causes for failure to open during the procedure are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, presence of other indwelling stents or inappropriate anatomy. The customer report of ¿pipeline damaged during delivery/retrieval¿ was confirmed. Potential causes for braid damage are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, deploying/resheathing braid against resistance, or damage during return shipping as the braids were returned already deployed and out of its protective introducer sheaths and dispenser coils. Customer reported pipeline was not positioned in a bend, vessel tortuosity as moderate, more than 50% of the pipeline was deployed when it failed to open, and all devices were prepared per IFU. There is no indication that the event is related to a potential manufacturing issue. The marksman was found kinked. Possible causes for catheter kink are patient vessel tortuosity, delivery system removed aggressively, catheter entrapment or user advances/retrieves the intraluminal device against resistance. The hypotube was found stretched, indicative of retracting the pipeline against resistance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open. The patient was undergoing surgery for treatment of a fusiform, unruptured right internal carotid ophthalmic artery segment aneurysm with a max diameter of 8.9mm and a 9.2mm neck diameter. The landing zone was 4.3mm at the distal end and 4.56 at the proximal end. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure was contrast agent retention in an aneurysm.  It was reported that the patient had an aneurysm of the right internal carotid artery, which was planned to be treated with a blood flow guiding dense mesh stent pipeline. 5fnavien reached the cavernous segment of the internal carotid artery, and the marksman microcatheter reached the m3 segment of the middle cerebral artery under the guidance of the micro guide wire. Then the pipeline stent reached the m3 segment through the marksman microcatheter, and the stent was deployed immediately. The doctor planned to open the stent on the straight section of m1, tried 3 times, but the tip end was always unsatisfactory with opening, so it was withdrawn immediately. It was found that there was a burr on the tip end of the stent, and another stent of the same model was replaced, and the operation ended smoothly. The pipeline failed to open in the distal section. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. It was unknown how many times the pipeline was resheathed. It was unknown if additional steps or other devices were required to open the pipeline. The pipeline was resheathed and removed from the patient w ith the microcatheter. The pipeline was used for an indication that is approved (on-label). The pipeline and any accessory devices were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.